Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended.

Event description:
Customer reported the system will not power up. No pt injury was reported.